Event description:
Product used on (B)(6)2010 after abdominal supracervical hysterectomy to prevent adhesions. Ileus with small bowel obstruction developed 1 week later. Required re-operation on (B)(6)2010 where intensive paradoxical inflammation reaction with multiple loops of small bowel adhered together, required small bowel resection. Pt still hospitalized, required tpn for 38 days. Pt ultimately discharged home (B)(6)2010. Pic line removed on (B)(6)2010, is able to take po now, etc. Dates of use: (B)(6)2010. Diagnosis or reason for use: to prevent adhesions. Dose or amount: seprafilm. Frequency: 1 sheet. This should be reported to the company as seprafilm is used for rescreen sections at this institution.